Manufacturer narrative:
The return of the product is not expected. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this right ventricular (rv) lead exhibited oversensing of noise leading to the patient receiving inappropriate tachycardia therapy. Additionally, high out-of-range rv pacing lead impedance measurements greater than 2,000 ohms were observed. A lead fracture was suspected and subsequently confirmed via fluoroscopic evaluation. The rv lead was surgically abandoned and successfully replaced. No additional adverse patient effects were reported.